Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00177 on 09-jul-2021. Corrected information (20-jul-2021): based on the instrument files, siemens determined that the initial result for the affected patient sample was 17.6 mol/l. Section b6 was updated to reflect the correction. Additional information (20-jul-2021): as indicated in the initial MDR, a siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse auto aligned the dilution and sample mixer. Then, the cse replaced and aligned sample and dilution mixers and the dilution impeller. Next, the cse performed an auto-check and rebooted the instrument. Then, the cse ran quality controls and a precision study, which recovered acceptably. Siemens further investigated the issue and determined that there was no indication of reagent delivery. There was foaming issues after sample delivery occurred. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. Therefore, siemens could not rule out that preanalytical variables and sample specific issues potentially contributed to the discordant, falsely depressed crea_2 result. The component code, investigation findings and investigation conclusion code's in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site to inspect the analyzer. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant patient result was not reported to the physician. The sample was repeated on an alternate atellica ch analyzer. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed crea_2 result.